Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Via social media, patient reported "what I got was muffin top. I had no muffin top when I went". The patient reported that it could only be fixed with a "$10,000 tummy tuck". Event status is unknown.

Event description:
Via social media, patient reported "what I got was muffin top. I had no muffin top when I went". The patient reported that it could only be fixed with a "$10,000 tummy tuck". Event status is unknown.

Manufacturer narrative:
Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.